Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient lost roughly 40 pounds. Surgical intervention took place on (B)(6) 2024 where the ipg was relocated to address the issue. Effective stimulation was restored.